Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service was requested, the user facility performs repair and service by themselves. It is unknown if any parts have been replaced. No ventilator logs were provided but a video showing the ventilator alarming for leakage too high and that a drop in pressure occurred. In nasal CPAP (continuous positive airway pressure) mode, which is for patients who can breathe spontaneously, the alarm indicates a too high leakage. The first remedy is to adjust the patient interface and patient circuit. When the leakage becomes too high, there are difficulties for the ventilator to maintain pressure. The cause of the reported drop in pressure during non-invasive nasal CPAP mode has not been conclusively determined but it was most probably due to leakage. H3 other text : 4117.

Event description:
It was reported that during ventilation in non-invasive ventilation nasal CPAP mode, the pressure from the ventilator dropped. There was no patient harm. Manufacturer's ref : (B)(4).